Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of constant heating at her scs ipg site with stimulation on or off. Consequently, the physician decided to replace the patient's scs ipg. Reportedly, the patient stated there was no heating postoperatively.